Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative tightened the screws that hold the libero to the articulating arm. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 3, 2015. Based on qa assessment, the product met specifications at the time of release. Per the microscopes operator¿s manual, it is the responsibility of the user to ensure that all optical components are secure prior to the use of the system. This hazard/harm is identified and mitigated per (rmr) risk management report. The root cause of the reported event can be attributed to loose screws. How or when the screws became loose cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that an optical assembly was loose on a microscope. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.